Event description:
The electrosurgical generator will not shut off immediately when the button on the handpiece is released. A staff member must shut off the unit using the on/off switch. The facility uses a megadyne manufactured handpiece which has been pre tested with no problems noted. Usage was as follows: setting at 15 while performing a nasal procedure a disposable pad was used on the side of the stomach. Facility has reported slight burns in the nose area, but nothing serious.

Manufacturer narrative:
Activation module was replaced during evaluation and repair of generator. The module is being analyzed by the manufacturer to determine if it is defective.